Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled pacemaker implant procedure. After the procedure, the device was interrogated and it was found that the atrial and ventricular signals were occurring simultaneously. When programmed to aai pacing, atrial pacing resulted in ventricular capture. The atrial lead appeared to be dislodged and the patient was brought back to the operating room. During the revision procedure, the physician cut the suture sleeve off the atrial lead and accidentally cut the lead insulation. The dislodged lead was then explanted and replaced without any complications. The patient condition was stable post procedure.